Manufacturer narrative:
In the complaint under investigation, the customer did not inform about the circumstances of the bed damage. However, based on the bed's condition, the arjo service technician suggested that the bed could be damaged due to the collision with an obstacle. It is in line with the conducted investigation which identified that the most likely scenario is that the side rail detached (screws holding the panel were pulled out) due to excessive external force applied. According to instruction for use citadel plus (IFU, 831.374-en rev. G): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ to sum up, the side rail of the bed was detached from the bed frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to partial detachment of the side rail which can lead to a patient fall. No injury was reported. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
Arjo became aware of the citadel plus bed frame malfuntion. The customer reported that the side rail is damaged. There was no indication that the bed was in use by a patient when the problem occurred. No injury was reported. The arjo service technician inspected the device and found that screws responsible for holding the side rail panel to the metal plate were ripped off causing side rail partial detachment. Moreover, the bed frame was bent out of shape. Photographic evidence provided confirmed damages.